Event description:
It was reported to medtronic minimed that the customer received device not found when pairing pump and transmitter and received power loss alarm with pump error 23(post-reset ram crc alarm). The customer also requested assistance for carelink login. The customer reported no adverse event. The event involved product(s) mmt-7040b, mmt-1884, mmt-7841zn and mmt-7333. Troubleshooting was performed for unable to pair and assisted with steps to pair. Pairing was successful on 2nd attempt. Troubleshooting was performed for power loss alarm and customer was able to clear alarm. Alarm did not recur after inserting a new battery or recurring alarms were not identified in alarm history. Troubleshooting was performed for pump error 23 and was able to clear the error and complete the rewind process. The customer was successful in logging in to carelink personal. Customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump. No harm requiring medical intervention was reported. No product return is required for mmt-7040b. No product return is required formmt-1884. No product return is required for mmt-7841zn. No product return is required for mmt-7333.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.